Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after entering a larger-than-usual meal announcement about an hour after eating while also experiencing intermittent cgm data loss from a near-expired libre 3 plus sensor; the patient subsequently contacted support, completed a factory reset of the ilet, paired the pump to the mobile app and the libre 3 plus sensor, entered weight, and resumed automated dosing. Symptoms included low blood glucose. Outcomes included stabilization of glucose with the patient in range during and after the reset, with no alerts, alarms, or hospitalization reported. Investigation included guided troubleshooting, factory reset, device re-pairing, setup verification, and post-setup follow-up attempts. Investigation of this case revealed user-related insulin dosing behavior inconsistent with actual intake and cgm signal loss at end-of-sensor life, with no device alarm or malfunction observed during setup or operation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.